Event description:
Information received indicates, the brake is not holding.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters, stiffener plate and brake bearings to repair the bed.